Event description:
Physician was performing a biopsy on a pediatric pt. While performing the procedure, the gun misfired (the customer stated that as they were putting gun through the coaxial it fired without hitting the trigger.) This caused some additional bleeding to the pt.

Manufacturer narrative:
The actual device that was used was not returned for our facility. The customer returned two unopened devices from the same lot reported. We asked the customer if they still had the actual device that failed, but they did not. Since the actual device was no provided, we could not evaluate the failure mode. The returned devices were test cocked/fired 10 times each. Both devices functioned as intended, and the failure reported could not be replicated.